Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
Spontaneous fracture of the catheter.

Manufacturer narrative:
After sample evaluation and process review was performed, a root cause cannot be assigned to the current manufacturing process. Issue could be attributed to the device use in the field, since the product was inserted in a patient for a period of time. The product did not present damages when inserted and may have been compromised by external agents.